Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Customer reported they were unable to clear the alarm and they were not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test due to constant pump error 38 alarm. Device received constant pump error 38 alarm during rewind due to corroded motor home switch.